Event description:
It was reported that the patient was experiencing abdominal and chest pain. A remote transmission was performed, and it was discovered that the right ventricular lead impedance dropped. 2 weeks later the patient arrived at the clinic with worse and chest x-ray and CT scan was performed. Upon review it was noted that the lead perforated through the anterior wall of the right ventricle and wedged under the patient¿s rib. The lead was explanted and replaced. The patient was in stable condition.